Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Lvad implantation is associated with numerous risks. Serious and life threatening adverse events, stroke and bleeding have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to stroke and arrhythmia in this patient include clinical factors including comorbid and anticoagulation therapy that may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient suffered a stroke with subarachnoid hemorrhage on (B)(6) 2016. Patient presented with shortness of breath, leathery and patient verbalized "feeling horrible". It was also stated that there were no alarms associated with the event. Labs showed evidence of hemolysis but no thrombus identified in cannula or pump by CT. Arrhythmia and complications of stroke lead to death and patient was said to have expired on (B)(6) 2016. It was further stated that the pump was not retrieved and the site does not feel it was pump related. It was stated from the site that there would be no autopsy done on the patient. No additional information provided.